Event description:
During the preparation, the floppy tip of the guidewire of angioguard xp complaint product) was reshaped prior to use; however, the tip became unraveled and could not maintain its shape. It is not known how the physician, i.e. With his finger, with hemostats, with a needle, etc, shaped the tip. The device was not used in the patient and was discarded. Another product (details unk) was used and the procedure was completed successfully.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device.